Manufacturer narrative:
Siemens is conducting an evaluation of the reported events. As this event is under investigation, a root cause has not yet been determined. The examination is on-going and a supplemental report will be submitted should further information become available.

Event description:
It was reported to siemens on (B)(6) 2018 that a malfunction occurred while operating the somatom confidence. During a patient procedure, a collision occurred between the patient table and the CT sliding gantry. The table made contact with the plexi-ring in the middle of the gantry, which then collided with the rotating parts inside of the gantry. The collision damaged some parts inside of the gantry, but nothing appeared broken on the surface, and no parts came off of the device. No injury or mistreatment of any patient was reported.

Manufacturer narrative:
This supplement to this report details the investigation results from this event, confirming that there was no device malfunction of the somatom confidence that occurred. The root cause of the problem was found to be the configuration of the system at the time of the event. The results from the investigation showed that the extended table top in relation to the gantry cover at the site of this event had to had to be specially re-configured for this procedure and a work around was put into place. Resubmission of initial report due to report code error.